Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The date of the event is unknown; however, the date of the event was listed to have occurred in 2016. For this reason, (B)(6) 2016 was used as the occurrence date. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device was not returned for evaluation as it remains implanted in the patient. Requests for additional information were refused. In this case, the cause for the valve stenosis could not be determined based on the limited available information provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) clinical trial, the hospital called to schedule a follow-up visit and was informed by the patient¿s family that a valve in valve procedure had been performed sometime this past year and the follow up will be at a different hospital. Requests for additional information were refused. The patient¿s most recent echo in medidata showed a mean gradient of 20.6, peak gradient of 38.14, aortic valve area of 0.95cm2, normal leaflet mobility, and mild to moderate regurgitation.